Manufacturer narrative:
The reported event for patient cannot charge the ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. DHR review completed with no associated issue identified.

Manufacturer narrative:
Corrected data. Reportable aware date should have been 17 feb 2025. D6a - date of implant.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated